Manufacturer narrative:
(B)(4). The unused device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by attaching an in-house set to the device. After testing, a piece of plastic was observed floating in the bag. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned intravia empty container, there was found to be diaphragm plastic floating in the solution. No additional information is available.